Event description:
It was reported that the customer experienced waking up with elevated blood glucose levels (approximately 300 mg/dl). Troubleshooting was performed and pump passed delivery system check. Pump settings have recently been changed by the customers health care professional.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.